Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead became extrinsically fractured due to over-rotation. The distal conductor of the lead was extrinsically over-rotated. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated the lead was stretched. The analyst noted there is distorted distal conductors in the window of the connector. The distal conductor is fracture in the connector window at 1.7 cm due to over rotation of the helix. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right atrial (ra) lead dislodged. It was also reported that during the case, the physician was having issues regarding lead screw and placement of the lead and claimed the lead was broken. The lead was removed and replaced with a tined lead. No patient complications have been reported as a result of this event.